Event description:
It was reported that patient developed persistent (B)(6). The patient presented with the infection without an obvious source; however, it was considered in particular the possibility of device infection including the pain pump, spinal infusion, or knee arthroplasties. The patient was hospitalized and was given oral nafcillin and rifampin. Blood tests and specific diagnostics were performed to determine infection. The device system was used to deliver fentanyl and bupivacaine. It was later reported that the patient expired on (B)(6) 2012, after being hospitalized for overwhelming sepsis from infection with the origin of the left knee. The device was not ruled out regarding cause of the infection. A follow-up report will be submitted if new information becomes available.

Event description:
It was reported that the patient was discharged to a "skilled nursing facility" on same day as her death.

Event description:
Additional information received reported that patient death was not related to the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# n118510006, serial#, implanted: (B)(6) 2008, explanted:, product type: catheter. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted:, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient had irrigation debridement of the left knee and aspiration of 8 cubic centimeters (cc) of purulent from the left knee.

Manufacturer narrative:
(B)(4).